Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on 06/04/2024. The patient's parent reported the pediatric patient experienced inaccurate cgm values 2 days after the sensor was inserted in the arm. On 06/06/2024, the day of the event, the patient was on a school trip when she suddenly lost consciousness. No fingerstick was taken at that moment and no cgm reading was reported. According to the parent, who was not with the patient at the time, no treatment was provided, and no health care facility was visited. Later that day, when the patient arrived home, a fingerstick was taken, and the cgm was reading 12.0 mmol/l and the blood glucose reading was 10.0 mmol/l. When the patient came home from the school trip, they still felt unwell, but during a follow up call to the reporter on 06/09/2024 and 06/10/2024 it was confirmed that the patient was stable. The parent reported that they did not know why the patient lost consciousness, but that ¿it could have been from an inaccuracy.¿ the parent added that the patient is hypo unaware. There was no documentation of medical intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.